Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from the service department of oekg and since the subject device was used for about 7 years after manufactured, there was the possibility that the reported phenomenon was attributed to the excessive continuous external force applied to the distal end. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of europa (B)(4), it was found that the ultrasound transducer of the subject device had the deep scratches and the internal parts exposed. There was no report of patient injury associated with the event.